Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was a foreign object inside the balloon of the facile protector.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Though visual inspection, a black particle was observed within the expansion chamber. Based on the visual characteristics, the particle appears consistent with burnt material. A device history review was performed for the reported lot 2312109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the same lot were used for additional evaluation. All product was inspected, no particles or other foreign matter was observed on any of the protectors or within the expansion chambers. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particle likely generated during assembly or from the welding process when the file is welded onto the chamber. Manufacturing personnel have been notified of this incident to increase awareness of this matter. A project was initiated to reduce foreign matter within our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.